Event description:
According to the distributor's report, the device was used to close a forehead laceration. During application, some adhesive dripped on the eyelid and bonded the eye shut. Vaseline was applied for 30-40 mins, the eyelashes were trimmed, and twenty eight hrs later the eye opened. Follow up with the pt's mother indicated the pt was fine. Two visits to the family ophthalmologist concluded that there were no adverse or serious consequences to the pt.